Event description:
The power cord shows damage as the insulation is burnt.

Manufacturer narrative:
One kendall scd 700 sequential compression system was reported condition of, "power cord shows damage as the insulation is burnt¿. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are customer misuse by running over the cord with hospital bed or due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook a review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.